Manufacturer narrative:
A steris service technician inspected the processor and found it was operating to specification; no issues were noted. The technician ran a diagnostic cycle and four processing cycles, which evidenced passing results and no indicator failures were noted. The unit has remained in use and no further issues have been reported. The ci device history record was reviewed and evidenced no anomalies; the lot was manufactured to specification. Retain testing was also completed on the indicator lot subject of the reported event and evidenced passing results. The ci and processor cycle printout subject of the reported event also evidenced passing results. The ci labeling states "if the indicator does not pass, the processed items must not be used. Follow departmental procedures for reporting failures." Steris has offered in-service training however the user facility declined.

Event description:
The user facility reported that a chemical indicator (ci) failed and a scope was subsequently used in a patient procedure. There were no reported injuries, procedural delays or cancellations. The hospital confirmed that they will follow their internal procedures regarding patient monitoring.